Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system, enabled table motion with no problems. The fse rebooted the system three times and did the same connection with table and no faults appeared. The fse upgraded system software to 1.1c. Then tested again with no issues. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, an intuitive surgical inc. (Isi) clinical sales representative (csr) reported to an isi technical service engineer (tse) offsite that the universal surgical manipulator (usm) and table moved with unplanned motion. The customer continued the case before contacting technical support. The csr confirmed nothing was pushing/pulling on the usm and it was in a good position with the cables being secure. The customer had no issues at startup, or any targeting issues and docking was in a good position. The tse reviewed the logs and found no errors. The procedure was completed with no reported injury.